Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01708. This report is being submitted as additional information. Approximate age of device - 1 year, 7 months. Manufacture investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported hemolysis and elevated ldh could not be conclusively determined through this evaluation. The heartmate ii instruction for use lists hemolysis as an adverse event that may be associated with the use the heartmate ii left ventricular assist system. This document also explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for hemolysis and elevated lactate dehydrogenase. The patient is (B)(6) and has had two prior pump exchanges. A chest x-ray revealed that the inflow cannula was malpositioned. The patient received a pump exchange on (B)(6) 2018.